Manufacturer narrative:
Reported event: an event regarding loosening and malposition involving unknown securfit stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised. Original reason for revision was dislocation of the femoral head from the liner. Intra-operatively, surgeon reported that the stem was also loose and malpositioned. Stem was revised to an accolade c cemented stem, femoral head was revised. Liner was not revised. Rep reported he can provide primary and revision usage, and that no further information will be released by the hospital or surgeon.